Event description:
It was reported that prior to a breast biopsy procedure, the single use needle did not fit into the handle. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.